Event description:
It has been reported to philips that the system did not boot up successfully - image disk was low, which would prevent imaging. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the coronary planned treatment was completed as planned and finished the procedure in the same room without rebooting the system. The philips field service engineer (fse) inspect the system onsite and confirm that the system was not starting up due to low image disk , which would prevent imaging. Review of the system log file showed that low image memory disk space messages. Upon troubleshooting fse found that free disk space was low. To resolve this issue, fse replaced ippc. The defective ippc returned it to philips for further analysis and ippc failure was confirmed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the coronary planned treatment was completed as planned and finished the procedure in the same room without rebooting the system. The philips field service engineer (fse) inspect the system onsite and confirm that the system was not starting up due to low space in image disk , which would prevent imaging. Review of the system log file showed that low image memory disk space messages. Upon troubleshooting, fse found that disk space was low. The cause of the ip(image processing) pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order.